Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was able to be confirmed for post-procedural complications. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A1: patient identifier: not available due to privacy. A2: age & date of birth: not available due to privacy . A3: patient sex: not available due to privacy. A4: weight: not available due to privacy. A5: ethnicity: not available due to privacy. A6: race: not available due to privacy. D6b: explanted date: device was not explanted. E3: occupation: unknown. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that hemostasis was not achieved with the angio-seal device. Re-bleeding occurred after 2.5 hours when the patient was outside of the procedure room. Manual compression was done for approximately 20 minutes, and the bleeding stopped. The procedure performed was a percutaneous coronary intervention (pci) left anterior descending artery (lad) using a 7fr sheath. This was a right femoral artery puncture. There were no difficulties with arterial access, sheath, guidewire or catheter insertion. A pre-deployment angiogram was performed. There were no issues with insertion, deployment, or withdrawal of the device. The estimated blood loss was less than 250cc. There were no other equipment or devices was used with the reported product. The patient was stable and there was no patient harm.